Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two perclose devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the severely calcified right common femoral artery using the pre-close technique via a 9f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed for three prostyle devices. Prostyle used was abandoned. A surgical cut down was used to continue the procedure. The sheath was upsized to 20f and the tevar procedure was completed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.